Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at post market quality analysis, conductor coils on this lead were observed to be deformed in locations that also had marks or punctures in the insulation. It was noted that these observations were most likely due to a grabbing tool. Torn insulation was also noted, as well as electro-cautery damage. The allegation was confirmed. The lead conductor coils were fractured near the tip of the lead. The location of this fracture was consistent with a fatigue fracture near the suture sleeve tie down area. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedence of this lead was found to be greater than 2000 ohms. It was determined that the lead was broken, and it was explanted. Another lead was implanted instead. At this time, no adverse patient effects were reported as a result of this observation.